Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015 as part of the (B)(4) study. On (B)(6) 2015, the patient underwent the first bronchial thermoplasty treatment to the right lower lobe of the lung. No issues were noted with the device. According to the complainant, following the procedure, the patient was hospitalized for asthma exacerbation. The patient was treated with prednisone, as well as ipratropium and salbutamol. On (B)(6) 2015, while hospitalized for asthma exacerbation, the patient developed pneumonia and was treated with amoxicillin-clavulanic. The patient was discharged from the hospital on (B)(6) 2015. On (B)(6) 2015 the pneumonia was reported to have resolved. On (B)(6) 2015 the exacerbated asthma was reported to have resolved. Baseline spirometry values. Visit date: (B)(4) 2015. Pre-bronchodilator. Fev1: 2.12. Fev1 % predicted: 77.00. Fvc: 3.18. Fvc % predicted: 93.00. Post-bronchodilator. Fev1: 2.47. Fev1 % predicted: 94.00. Fvc: 3.35. Fvc % predicted: 98.00.

Manufacturer narrative:
.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015 as part of the bsc bt registry clinical study. On (B)(6) 2015, the patient underwent the first bronchial thermoplasty treatment to the right lower lobe of the lung. No issues were noted with the device. According to the complainant, following the procedure, the patient was hospitalized for asthma exacerbation. The patient was treated with prednisone, as well as ipratropium and salbutamol. On (B)(6) 2015, while hospitalized for asthma exacerbation, the patient developed pneumonia and was treated with amoxicillin-clavulanic. The patient was discharged from the hospital on (B)(6) 2015. On (B)(6) 2015 the pneumonia was reported to have resolved. On (B)(6) 2015 the exacerbated asthma was reported to have resolved. Baseline spirometry values: visit date: (B)(6) 2015. Pre-bronchodilator: fev1: 2.12, fev1 % predicted: 77.00, fvc: 3.18, fvc % predicted: 93.00. Post-bronchodilator: fev1: 2.47, fev1 % predicted: 94.00, fvc: 3.35, fvc % predicted: 98.00.